Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured in a pinhole form upon first inflation at 14 atmospheres for five seconds. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.